Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 5.1 failed. A field service engineer (fse) noted that drawer 5.1 had given the customer a hardware error. Upon arrival, the drawer had already been recovered and was functioning normally. The pharmacy technician reported that one of them had slammed the drawer hard while fse was on route, after which it began working again. Fse inspected the connections behind the rear panel and tested the drawer using the hardware testing application, finding no issues and then removed the rear panel, disconnected the row board cable from the controller board, cleaned the connector, reconnected it, and restarted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height cubie drawer kept failing after trying to recover. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.